Event description:
It was reported that a patient came in for hardware removal of one plate with and four cortex screws due to the hardware was bothering the patient. When removing the screws the head broke-off of one screw. The head of that screw was removed however the shaft remained in the patient. The plate and the other 3 screws were successfully removed with no delays. This report is for a total of 4 unknown cortex screws. One broken cortex screw, the remaining three screws removed were intact. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event for the broken screw is (B)(6) 2014, the event date for the other three screws for discomfort is unknown. This report is for a total of 4 screws, part and lot number unknown. Implant date reported only as 2005, the head of one screw was explanted on (B)(6) 2014 along with the other three intact screws. The shaft of the broken screw remains in the patient and is not considered explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.